Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-05734. The pt has an scs system for off-label use. It was reported the pt is experiencing pain at the site of either the 3186 or 3166 lead. The pt's doctor believes the issue is due to a granuloma either pushing against the lead or causing it to bend. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.